Event description:
A customer reported that a drug reservoir leaked 5-fu during a chemotherapy treatment. The exact location of the leak is not known. The leak was confined and there was no exposure to the pt.